Event description:
Information received with return of the explanted device notes that the patient complained of severe left shoulder clavicle pain. The pain was the "discomfort of shoulder twitching from pocket stimulation".